Manufacturer narrative:
H3. Device evaluation: customer reports of stenosis and regurgitation were confirmed. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 2 by approximately 3mm at commissure 2 and leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region leading to regurgitation. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. A long black suture thread approximately 30cm long remained attached to the sewing ring around leaflet 2. Multiple short sutures also remained attached to the sewing ring around the valve. Two suture pledgets remained attached to the sewing ring around commissures 2 and 3 on the outflow aspect. Wireform was exposed on commissure 1. Sewing ring was cut around commissure 3 on the inflow aspect. H10. Additional manufacturer narrative: updated sections f10 and h3.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 25mm valve implanted in the mitral position underwent a valve replacement after an implant duration of approximately 2 years and 1 month. The valve was explanted due to stenosis and regurgitation. A mechanical valve was implanted as replacement as replacement. The patient was noted to be recovering.